Event description:
It was reported that during an electrophysiology ablation procedure, a popping noise occurred. While performing an ep ablation with a 7.5/110/2.5 tc lrg chilli ii catheter with a temperature limit of 35 degrees, a "popping" noise was heard coming from the area of the patient. The physician pulled the catheter from the body. All the components of the ablation system, except the catheter, were replaced. The system would not work correctly. The ablation catheter was replaced with another of the same ablation catheters, and everything worked fine. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the chilli ii catheter was received in a box, coiled inside a plastic bag. The batch number and upn number were the same as what was reported. The catheters electrical connector verified normal during visual inspection. The ohms reading on the thermocouple was within normal limits and the response test verified normal. All electrode resistance values were within specification. No electrical opens or shorts were found. The catheter passed rf ablation testing. The catheter was tested with an ablation generator in power mode. The system was used with a 37 degree saline tank and a circucool pump. Flow rates were checked in a straight position and a deflected 180 degree position. Flow rates were within specification. A secondary issue was found. The distal tubing of the catheter was noticed to be flattened in two different locations during the visual inspection. Using an 8fr sheath that was submerged in a 37 degree bath and then flushed with saline, the catheter was then inserted into the sheath and then withdrawn 5 times. No excessive resistance was felt during the test. The distal shaft of the chilli ii catheter was then dissected. Dissection of the distal section found the cooling lumen was sitting side-by-side with the steering assembly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during an electrophysiology ablation procedure, a popping noise occurred. While performing an ep ablation with a 7.5/110/2.5 tc lrg chilli ii catheter with a temperature limit of 35 degrees, a "popping" noise was heard coming from the area of the patient. The physician pulled the catheter from the body. All the components of the ablation system, except the catheter, were replaced. The system would not work correctly. The ablation catheter was replaced with another of the same ablation catheters, and everything worked fine. No patient complications were reported and the patient's status is fine.